Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise being oversensed and inappropriate atrial tachy response (atr). Boston scientific technical services (ts) discussed that device defaults to ra lead and only changes to rv if the unipolar impedance are out of range. Device cannot be forced to switch to the rv lead, will opt for the accelerometer only (xl). Additional information was received from the field representative that the physician did not make a root cause determination, so the ra lead might be dislodged (micro-dislodgement) or other lead issue. The oversensing did not lead to pacing inhibition, the device was reprogrammed to dddr with accelerometer on due to atrial lead issue. At this time, the lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.